Manufacturer narrative:
This report is for an unknown matrixmandible plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported a ssro (sagittal split ramus osteotomy) procedure treating jaw deformity occurred on (B)(6) 2019. The surgeon made a burr hole on the lower jaw and tried to lock the lock screw into the plate, but it was not able to be locked. The surgeon completed the procedure with a replacement device without a surgical delay. Concomitant device reported: unk - screwdrivers: shafts: trauma (part # unknown, lot # unknown, quantity #1). This is report 2 of 2 for (B)(4). This report is for an unknown matrixmandible plate.